Manufacturer narrative:
Please void the initial report. The product (B)(4) is not available in the u.s.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to dislocation subluxation. (B)(4).